Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization procedure, a coil met resistance in a microcatheter. The target lesion was located in the internal mammary artery. This 4mm x 15cm f-idc 2d coil was selected. The physician inserted the f-idc coil into the excelsior 1018 microcatheter and met resistance at the hub of the microcatheter. The physician removed the coil. The procedure was continued and completed with another 4mm x 15cm f-idc coil. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a broken pusher wire.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual inspection of the returned device determined that the coil and pusher wire were returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked in the introducer sheath. There was dried blood was present in the introducer sheath. The twist lock was fully opened. An attempt was made to advance the coil and pusher wire through the distal tip of the introducer sheath without success due to the blood. The introducer sheath was cut and the coil and pusher wire were removed. The coil and pusher wire were through the proximal cut end. Upon removal, the coil was inspected and the proximal end was kinked and stretched. Blood was present on the coil. The pusher wire was inspected and found to be stretched. Further inspection found that the core wire was broken between the mid solder joint and distal trifluoroethane (tfe). This indicates severe pressure was applied to the pusher wire which led to the core wire breaking. Microscopic inspection found that the interlocking arm of the main coil was inspected and dried blood was present but no damage was noted. The interlocking arm of the pusher wire ss coil was inspected and while dried blood was present no damage was noted. The root cause is determined to be user/ use error as the dfu states "the interlock coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade- microcatheter) with one or two radiopaque (ro) tip markers", and also states user "to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and microcatheter lumens. Reduces premature coil thrombosis." (B)(4).